Event description:
The customer reported a malfunction alarm with the pump. Their blood glucose level reached 27.2 mmol/l, which is notably high. The customer administered a correction injection using multiple daily injections (mdi) and treated the issue during a call. Technical support provided assistance by giving pump reset information and attempted to reset the pump with the customer. Despite the reset, the malfunction code recurred, prompting technical support to arrange for a replacement pump. The customer was instructed on returning the faulty pump and acknowledged understanding of the procedures.